Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45-day follow-up imaging procedure. The computed tomography imaging showed that there was a small area of hypo attenuated thickening. The patient was kept on their anticoagulation medication. Two (2) months later the patient had a routine transesophageal echocardiogram (tee) to monitor the suspected device related thrombus. A 4mm by 2.5mm echo density was measured adjacent to the limbus on the face of the closure device. One (1) month later a repeat tee was performed which showed that the device related thrombus had reduced in size. The patient has had no complications as a result of this event and is expected to make a full recovery.